Event description:
It was reported that the asymptomatic non-dependent presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited non-sustained oversensing. All other electrical measurements were normal. The patient was brought into the clinic, and the noise could not be reproduced. On (B)(6) 2017, the lead was capped and replaced. The patient was well before, during and after the procedure.